Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. Additional information stated that the patient is doing well postoperatively. No products will be returned per facility guidelines.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. Additional information stated that the patient is doing well postoperatively. No products will be returned per facility guidelines.